Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device was received for evaluation. The reported medical condition pain was not confirmed. Visual evaluation of the as returned product identified the abutment could not be disengaged from implant. No apparent damages to the threads of the implant. Signs of use. Bone tissue remains on implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Doctor reports that the bnpt5415 implant was causing the patient pain and the implant was removed. Tooth site #29.